Event description:
It was reported that a few days after deployment of an 8f angio-seal sts plus, infection was noted around the puncture site. The patient has been treated with antibiotics and is recovering. It was reported that the puncture site had been disinfected, and the physician had changed gloves or used new scissors prior to the deployment. No additional information was available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a ploy bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.